Event description:
The customer reported to olympus that the video system center image flickers. The event was found during preparation of use of a diagnostic procedure. There was no delay, and the procedure was finished with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluate, and the customer¿s allegation was confirmed due to a defective printed circuit board (pcb). Additionally, it was found that there was a failure of the video cable connectors. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause was circuit (ex) board failure. The event can be detected/prevented by following the instructions for use which state: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur". Olympus will continue to monitor field performance for this device.